Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
A healthcare professional (hcp): later reported that the patient's intrathecal dose had been increased gradually because of the patient's sensitivity to oral baclofen. They have spasticity, and the hcp did not believe it to be an adverse event. The patient also noted that they had received assistance from their doctor or representative and their concerns were resolved. They also mentioned they were still having concerns regarding their device or therapy, but they were working with their doctor or representative. An appointment date of (B)(6) 2014 was reported. The patient stated that they would have never had the procedure done; that the pump was fine, but it was the medications. The pump contained lioresal.

Event description:
It was reported the patient was unhappy with the pump. The amount the patient was getting was increased because the patient was still having spasticity since implant. There was a problem the night the pump was implanted. While the patient was still in the hospital she ¿lost control of just about everything.¿ a manufacturer representative saw the patient that night and everything was working well with the pump. The nurse hit the update button, per the doctor¿s orders. It was okay and the patient left the next morning and didn¿t have any problem. When she got home from the hospital she could hardly walk. Now since they upped it, the patient could hardly walk or stand. Her leg was stiff, which was a positive thing, but she was still so spastic. It was even worse than before. The patient went to the health care provider a week ago and they increased it. It increased the spasticity and now the patient was not able to stand up straight and was assuming it weakened her other muscles because she could not stand forward. Gravity was taking the patient to her stomach. It was reported that the dose was started out at a base number and they weren¿t going to go anywhere close to what was originally used during the trial. ¿fifty units¿ was tried but the patient was still having spasms during the evening so they capped it at 50 units, but changed the dosage from midnight to 4 or 6, so during the day it was less than what it originally was but at night it was more. This didn¿t work because the patient was still having spasms at night and during the day so the last time they went in on monday they increased it from 50 to 75 units. It was an even distribution during the day and night 24 hours. The patient was currently getting 75 units. The dosage was originally changed 3 to 4 weeks ago, maybe a little more. The most recent change was (B)(6) 2014. The current dose was not working and the patient could not stand up straight. It was inquired if the pump could be turned off. The patient did not mind the pump apparatus, but felt the medication was the problem. The patient was spastic all this morning which was awful. The system was being used to deliver baclofen.

Event description:
On 2014-12-01 the representative reported that on the evening of the initial implant, the patient was receiving baclofen 50 mcg per day. The patient felt "very loose". They asked to receive a little less of the drug. The dose was decreased to 24 mcg per day. The doctor did not order any type of testing on the evening of the implant. The hospital reportedly used gablofen.